Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had an audio anomaly. The device did not pass troubleshooting. It was also reported that the customer experienced high blood glucose levels after infusion set changes. The customer believed that the pump was under delivering insulin due to blood glucose levels rising after set change. Troubleshooting was not completed for the high levels. The customer treated with the pump. The customer¿s blood glucose during the incident was 167 mg/dl and 138 mg/dl at the time of the call. The device will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08710 inches. No under delivery anomalies noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low-level failures alarm noted during testing or listed in pump history. Device received with corroded battery tube.